Event description:
This event was reported as mitral stenosis, 2+ insufficiency, right and left sided heart failure, and severe pulmonary hypertension (and 4+ tricuspid regurgitation); no further info was provided.